Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be operational. The logs were reviewed at the site, and found no issues with the system. It was noted that the issue was likely caused by something on the keyboard and pushing buttons. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that when attempting to take a 3d image the system automatically switched to 2d mode. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a navigation software tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Resolution was confirmed. The issue was resolved at the time of the surgery, and after pushing the button a few times the system stayed in 3d mode. If information is provided in the future, a supplemental report will be issued.